Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system while ¿injecting the venous blood vessel blood leak from the connection of the needle and the wing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo and 41 representative units were received for evaluation. A review of the provided photo confirmed the reported leakage. Each of the returned units were inspected and tested and met manufacturing standards. An absolute root cause for this issue could not be identified. During the samples evaluation 41 representative samples were tested for leakage in the location mentioned (wing) where the catheter and wing is joined and no leaks were detected. The defect was not confirmed due the actual sample was not received for evaluation, but in the photo shared the sample show clearly the defect related. The leak test was performed at 10 psi under water in order to see any leak generated during the manufacturing process. The device component does not show any issue related. Also the catheter adapter was reviewed per damaged component and no issues were detected. The evaluation did not find any issues that could affect the device performance. DHR for lot number 7045559 was reviewed and no qn¿s related to leaks were documented, the DHR revision was performed to verify the quality control plan for different assembly operation where we inspect per leakage issues and no failures were documented. The material 383667 with lot number 7045559 was manufactured on february 2017. During the history record evaluation it was confirm that the qa technician performed the sampling plan according our procedures without any incidents, additionally all functional testing and product performance met specification criteria, accepting and releasing this lot. All relevant information during the DHR review shown that meet all established manufacturing criteria. An absolute root cause could not be determined since no defective sample was returned for evaluation. No CAPA was opened since this issue could not be confirmed as manufacturing related.